Event description:
On (B)(6) 2026, it was reported that (B)(6) was returning a silent nite 3d device for credit because it was broken. A new scan for an elastic mandibular advancement (ema) device was sent.

Manufacturer narrative:
The device has been received but not yet evaluated. Once the investigation is complete a supplemental report will be submitted. Manufacturer reference #: (B)(4).